Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the device was being used to treat a non-tortuous, heavily calcified lesion with 95% stenosis in the ostial left main. The device was inspected prior to use. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device but excessive force was not used. The device failed to cross.  It was noted that the stent was not on delivery system when it was withdrawn. The physician was unable to locate stent either in the guide or patient¿s anatomy. An attempt was made to pass a balloon over the wire through guide, resistance was met. The stent was then located in the guide. The stent remained in the guide and was removed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a resolute onyx rx coronary drug eluting stent was used to treat a lesion. It was reported that the stent became lodged in the guide catheter and was unable to be advanced or removed. The guide was removed with the stent remaining in the guide and a new guide catheter was used. The patient is alive with no injury.